Manufacturer narrative:
(B)(4). Date sent 2/25/2025 d4 batch #933c03 b3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 933c03, and no non-conformances were identified.

Event description:
We received an incomplete (B)(4) under awb#(B)(4); recd plee60a; lot# 933c03; from; belgium; multiple attempts have been performed to reconcile the device; however, no additional information has been made available. Therefore, the creation of a new complaint.